Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After mixing the cement we connected the quick-connect assembly from the hydraulic pump to the cement reservoir cap. When the surgeon wanted to extrude the cement to the needle tip by rotating the pump handle, water was leaking from the pump at the connection-point on the reservoir cap. When this happened we took another confidence system, but the same problem occurred. The water was leaking out of the hydraulic pump and there was no pressure to extrude the cement into the patient. Surgery was prolonged (90-120 minutes), due to mixing of a second confidence pack, after this also failed additional attempts were made to complete surgery as planned with similar product.

Manufacturer narrative:
The confidence spinal 11cc cement system was returned for evaluation. A performance evaluation was conducted in which no issues could be found with the device. A review of the device history record identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A complaint trend analysis was not performed as per the functional evaluation, no product problems were identified as the pump functioned as intended. The root cause analysis is deemed not necessary as no product failures have been identified in this complaint file. Confidence pump functioned as intended. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device, and there have been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.